Event description:
The customer reported that the system displayed a "fuzzy" image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep suspected that the interconnect cable may have not been fully seated. He was unable to duplicate the reported issue. The system is operating as intended.